Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was experiencing ineffective therapy due to lead migration of both leads. Imaging had confirmed the issue. It was noted that the migration could have happened when the patient bent over doing laundry. Reprogramming was unable to resolve the issue. Further testing is pending.

Event description:
Additional information received indicates that the patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.